Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, can¿t remove the brush from the evis lucera bronchofibervideoscope. Upon inspection and testing of the customer returned device, the coat of the image guide serpentine tube was peeled off. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the channel cleaning brush cannot be removed due to the clogging of the forceps channel, the watertightness is not maintained due to holes in the forceps channel, the bending angle was insufficient due to the elongation of the angle wire, the lens guide bundle was broken, the image guide bundle was significantly broken and there are stains on the image guide bundle. Additionally, the image was dark due to the broken lens guide bundle, the insertion part serpentine was crushed, the coat of the image guide serpentine was peeled off (1mm2 or more), there were scratches on the operation part, oledome of the insertion part, scratches on the switch box, scratches on the grip, scratches on the angle lever, scratches are found on the ud plate, there were scratches on the universal code and the scope connector was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.